Event description:
It was reported following a percutaneous coronary intervention (pci) an angio-seal device was deployed to close the arteriotomy site. The suture was cut below skin level (as instructed in IFU) and covered with gauze which was later changed to a film dressing (time unknown). Two days later, the pt developed a fever (38 degrees centigrade), a small induration had formed at the puncture site. The following day the induration had increased in size and the pt's temperature rose to 39 degrees centigrade. The following month, the pt's fever had decreased and the induration had not increased in size. Blood analysis revealed no signs of infection; however, the pt was treated with antibiotics and drainage. The pt was hospitalized for a total of three weeks following the pci procedure. Reportedly, the pt did not touch the puncture site.